Event description:
(B)(6). Description: this is also labeled pca but has clear IV tubing intended for IV use. These are not great pictures ((B)(6)), but you still can see the issue. Medication administered to or used by the patient: no. Where did the error occur: hospital. Hospital unit: pediatric ICU. Patient counseling provided: unknown. Relevant materials provided: image.